Manufacturer narrative:
(B)(4). Investigation summary ==> the analysis results found that the ats45 device (a) was received with the firing mechanism damaged and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/4 and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic appendectomy procedure, an ats45 was used to fire on tissue. The stapler was not able to be fired, with an unusual noise, perhaps a crunch, heard. There was no patient consequence reported.